Manufacturer narrative:
The device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. In addition, a gemba walk was performed to review the manufacturing process. All processes and controls were reviewed and verified to be functioning correctly. No abnormal conditions were found that could trigger the reported condition. Based on all available information, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the probe had burst and was leaking. It was replaced with a temporary probe.

Manufacturer narrative:
Additional pro code: pif additional 510k number: k932295 an investigation is currently underway. Upon completion the results will be forwarded.